Manufacturer narrative:
D10 - intuitive surgical, inc. (Isi) received the curved-tip stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm/replicate the reported complaint. The instrument was installed on an in-house system. The instrument passed the initialization test. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped and fired a blue 45 reload successfully on multiple fires. Review of the logs found no failures related to this instrument. Additional observation(s) not reported by site: visual inspection was performed and found the wrist cover to exhibit small tears. There were no pieces missing. The tears did not affect the intuitive motion functionality of the instrument. The root cause of this failure is attributed to the user. System log investigation: a review of the instrument log for the curved-tip sureform stapler 45 instrument (part number: 480545-04, lot number: l90210322-0049) associated with this event has been performed. Per logs, the instrument was last used on nov-12-2021 on system sk0081. The instrument was used twice during the procedure. The alleged event occurred on the second use of the instrument. The instrument was used for 14 minutes. The instrument had 10 uses remaining out of 12 max tool uses. Analysis results can be found in the following fields: h6 and h10.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields g6 and h2, corrected information can be found in the following fields: h5 and h8.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted ¿incomplete staple line¿ with the curved-tip sureform stapler 45 instrument. There was no reported patient injury. Intuitive surgical (is) made multiple attempts to contact the reporter to obtain additional information about the complaint; however, attempts were not successful.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the sureform curved-tip stapler 45 instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not reveal any additional complaints involving this product or this event. Verification of the event details and system log review were not performed since there is insufficient or unconfirmed product/event information. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the staple line was incomplete with no claim or evidence of mishandling/ misuse. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.